Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
Initially on (B)(6) 2011 the customer contacted baxter global technical service (gts) regarding an unrelated alarm that appeared on the home choice (hc) during use. On (B)(6) 2012, baxter product surveillance (ps) attempted to contact the home patient (hp) regarding the alarm but they were not available. Ps spoke to the hp's daughter in-law (dil). The dil stated that the hp was currently in rehabilitation after being in the hospital with peritonitis. At the time of the call there were no further details available. On (B)(6) 2012 product surveillance spoke with the peritoneal dialysis nurse (pdn) to follow up on the report of peritonitis. On an unreported date the pdn reported the home patient (hp) started peritoneal dialysis (pd) therapy using 1.5% dianeal (unspecified), 6 liters/day using the homechoice machine. On an unreported date in (B)(6) 2012 the hp developed peritonitis. The pdn clarified that the patient was hospitalized, but not for the reason of peritonitis. The pdn stated that approximately 2 weeks prior to the peritonitis event , the patient had a pacemaker device implanted. On an unreported date after receiving the pacemaker, the patient was found to be hypoxic and was hospitalized. On an unreported date, during the hospitalization, the patient was found to have peritonitis. Pd therapy was ongoing coincident with 1.5 % dianeal up until the peritonitis event. On an unreported date, the patient was put on hemodialysis (hd) therapy. The patient is currently recovering from the peritonitis. Treatment was not reported. At the time of this report the patient remains in rehabilitation and on hd therapy. The pdn stated that she believes the hp will be put back on pd therapy when he fully recovers from the peritonitis. The pdn stated that the cause of the peritonitis could have been due to the hypoxia event causing the patient to become confused and possibly resulting in a touch contamination. The pdn stated the cause of the peritonitis was not due to any of the pd products or solutions. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. A root cause was not identified. A review of all batch record documents was performed on potentially associated lot h11i26045 with no issues noted during the manufacturing process. There were no deviations from the standard procedure. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.